Event description:
It was reported that the user experienced hyperglycemia to 320 mg/dl after breakfast while using the ilet with an inset infusion set, following a prior morning low for which she ingested orange juice; she noted a possibly bent cannula and bleeding at the previous site, and completed a guided supply change with insulin delivery successfully resumed. Symptoms included elevated blood glucose. Outcomes included correction via troubleshooting and education without escalation of care. Investigation included remote troubleshooting and user-guided inspection of the infusion site and cannula, followed by replacement of the infusion set and resumption of therapy. Investigation of this case revealed that the infusion set cannula was likely compromised at the previous site, consistent with an infusion issue contributing to hyperglycemia, and that replacing the set resolved the problem. It was concluded, based on previously established findings for similar reports, that the cause was unclear with a suspected infusion set issue contributing to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.